Event description:
On (B)(6) 2012, it was reported to us that during a hip surgery, a fracture of the pelvis had occurred as the surgeon was attempting to insert the liner into the acetabular cup.

Manufacturer narrative:
A discussing with the surgeon indicated that difficulty in inserting the liner into the cup, extreme force being used by the surgeon, and poor pt bone quality contribute to this event.